Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient developed an infection and erosion. The lead was removed. During extraction, the lead tip detached from the lead and was not recovered.